Event description:
It was reported that the ilet sleep/wake button was unresponsive, with vibration feedback present but no display activation, and charging did not resolve the issue. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included continued therapy without alerts or alarms and receipt of replacement supplies. Investigation included troubleshooting and user education, confirmation of normal glucose status, and return and receipt of the device for assessment. Investigation of this case revealed a device functional issue isolated to the sleep/wake interface with no systemic performance impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance